Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determine that the drawer 3 slide rail was damaged. A field service engineer performed extensive troubleshooting after all drawers and pockets on the main unit dropped off the bus. No shorts or obvious causes were identified. After unplugging and reseating all drawers, functionality was temporarily restored. During drawer diagnostics, the system failed again. The fse then reconnected drawers one at a time and identified drawer 3 as the source of the failure. Further inspection revealed damaged slide rails on drawer 3, causing drawer 3.1 to extend too far. Drawer 3 was disabled, and all remaining drawers were verified to be operating normally. Later replaced the entire cubie drawer 3 to resolve the issue. Additionally, fse replaced the broken printer module and broken facia panel on drawer 4.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, and the device was not detected on the bus. Multiple legacy cubie drawers in the main unit were not detected on the bus. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.